Event description:
It was reported that a patient underwent a davinchi laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the motor drive unit was sputtering, pausing, and activating intermittently during use with intermittent drive of the disposable. The customer called for tech support. The toggle switch was found to be in the incorrect position and they were trying to cut at the highest speed setting. Once the toggle switch was corrected and the speed was decreased, the procedure was completed with no further issues. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. Once the toggle switch was corrected and the speed was decreased, the procedure was completed with no further issues.